Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). During gastric band procedure, the electrode tip of the device broke off inside the patient. Patient x-rayed, no fragment noted; however, the tip was not recovered. Surgery delayed 30 minutes. No harm to the patient has been reported. Components of device include: gk384r / ceramic electrode tip l-hk f/gk372r (tip broke off). Cable / non-aesculap device. Gk370p / shaft only f/modular monopol.electr. Gk372r / handle f/monopolar electrodes 5mm.

Manufacturer narrative:
The received electrode had a manufacture date of 01/01/2011. The tip was broken off. The electrode was analyzed by digital microscope (keyence-vhx 5000). This product does not require batch management; review of device quality records and manufacturing records is not possible. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. This kind of instrument is designed for delicate use only. It is liable that a mechanical overload situation led to the breakage. Based on the information and the results of the investigation, the failure is likely user related. Corrective/preventive action is not required.